Event description:
Lawsuit alleges the patient was implanted with neurostimulation device in 1997 and replaced in 1999. In july 2002 the battery failed and in january 2003 the patient experienced unexpected jolts and painfull stimulation. The patient underwent surgery in july 2003 for non-functioning electrodes. A follow-up report will be sent if additional information is received.